Manufacturer narrative:
The reported events of capsular contracture and swollen lymph nodes/glands are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture¿, ¿gel bleed¿, ¿silicone deposition in axillary lymph nodes¿, ¿enlarged axillary lymph nodes¿, ¿breast pain¿, ¿axillary pain¿,¿ itching of the breasts¿, ¿itching of the armpits¿, and ¿capsular contracture baker grade unknown¿. Article citation: spit, karlinde a et al. ¿ultrasound versus MRI for evaluation of silicone leakage from silicone breast implants.¿ heliyon vol. 10,12 e33325. 19 jun. 2024, doi:10.1016/j.heliyon.2024.e33325

Event description:
Through journal article "ultrasound versus MRI for evaluation of silicone leakage from silicone breast implants" the following adverse events were noted via studies performed: "rupture¿, ¿gel bleed¿, ¿silicone deposition in axillary lymph nodes¿, ¿enlarged axillary lymph nodes¿, ¿breast pain¿, ¿axillary pain¿,¿ itching of the breasts¿, ¿itching of the armpits¿, and ¿capsular contracture baker grade unknown¿. A total of 104 patients were affected. The device status is unknown. Ultrasound and MRI diagnostic exams were performed to confirm events.